Manufacturer narrative:
The cause for the false high advia centaur xp ft4 result compared to a lower alternate ft4 test method, and the patient's clinical history is unknown. The patient sample is not available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false high advia centaur xp ft4 result was obtained by the customer on a patient sample, and considered discordant compared to the patient's clinical history. The result was questioned by the endocrinologist, and the patient sample was sent to an alternate laboratory. The alternate laboratory ft4 result was lower. A corrected result was reported by the customer. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp ft4 result.